Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician could not reconstrain the stent which was partially deployed. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted on the delivery system. The delivery system was received with the inner sheath and tip withdrawn into the outer sheath. It was noted that the distal handle was detached from the outer sheath and the stainless steel handle was severely bent. A series of kinks were noted along the clear outer sheath. During analysis an attempt was made to retract the outer sheath and deploy the stent but the stent could not be deployed. The shaft was dissected proximal to the clear outer sheath and the proximal end of the inner lumen was withdrawn from the outer sheath. The distal end of the inner sheath and the stent could not be withdrawn. The outer sheath was dissected longitudinally and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. Based on the device analysis which confirmed that the stent was fully mounted and additional information received that the stent failed to deploy; this event is no longer considered an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a colonic stent insertion procedure performed on (B)(6) 2013. The stent was being placed to treat an approximately 5cm long stenosis due to a malignancy at the proximal portion of the sigmoid colon. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, the stent was unable to be deployed at all from the delivery system. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event had been previously deemed an MDR-reportable event based on the reported information that the physician could not reconstrain the stent which was partially deployed. However, boston scientific received new information on (B)(6) 2013 which reported that the stent failed to deploy, which is considered a non-MDR reportable event. Additionally, the investigation results confirmed that the stent was fully mounted on the delivery catheter. Therefore, this event is no longer considered MDR reportable.